Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative went to the site to test the equipment. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The issue could not be reproduced. The representative determined the cause of the issue was excess metal in the volume. No parts were replaced or returned to the manufacturer for evaluation.

Event description:
A site representative reported that, while in a spinal fusion procedure the imaging system showed motion artifacts in 2d and 3d images. The representative confirmed the patient was unconscious and not moving when the scans were taken. There was no reported delay to the procedure due to this issue and no impact on the patient outcome.

Manufacturer narrative:
Patient information was provided by the site.